Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one linear opening, fold creases, separation of plug strap disk shell and brown particles located on the inner and outer surface of device. A microscopic analysis and leak test were performed which identified: one sharp opening, total delamination of plug strap disk shell and sharp, broken plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior side assessed as unidentified (tear) opening, total delamination of plug strap disk shell assessed as adhesive failure and sharp, broken plug strap disk shell assessed as unidentified (tear) opening.

Event description:
Device has been explanted.